Manufacturer narrative:
To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through examination of the sample, the catheter tip was observed damaged. It has been determined that the defective catheter most likely resulted from an issue with the production machinery, specifically the catheter tipper machine. A device history record review was completed for provided material number 38182314 and lot number 2354577. The review did identify an issue related to poor catheter tip, which may be related to this incident. However, adjustments were made to improve the catheter tip quality by the operators according to procedure. These adjustments were documented in the production history. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the catheter tip was damage on the following was translated from portuguese to english: catheter featuring a robust tip.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.